Event description:
The customer reported that there was no image appearing on the monitor. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the cart cable. The system operates as intended.